Event description:
Report received from an abbott international affiliate of foreign material discovered in the safeset reservoir. It was reported that the monitoring kit was connected to the pt's arterial line. After an unspecified period of time, the clinician discovered a foreign material in the safeset reservoir. The monitoring kit was disconnected and replaced with another one. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.